Manufacturer narrative:
(B)(4). Batch r5911c. Additional information requested but not received: can you please explain more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? If the device was locked closed was the knife reverse switch attempted? If yes, did the knife reverse switch function at all? Was the manual override attempted? If yes, did the manual override lever function at all? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain. Investigation summary: the analysis results that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy procedure, device did not work during the procedure. Patient consequence was not reported. No further information available.